Manufacturer narrative:
Immediately following notification, stimwave quality and the clinical representative reviewed events preceding the issue. The patient had a trial procedure performed on (B)(6) 2020, in which one (1) freedom-8a neurostimulator (pn fr8a-trl-a0, sn (B)(4)) and one (1) freedom-8a neurostimulator (pn fr8a-trl-b0, sn (B)(4)) were implanted in the back. The clinical representative confirmed that the implant procedure was performed in a sterile environment, sterile field handling protocols were used, the procedure was completed in accordance with the product instructions for use, and the sterile barriers of all product used were intact prior to implant. The procedure was completed without complication, and the clinical specialist maintained constant contact with the patient following implant. Following the trial implant date, (B)(6) 2020, the patient maintained contact with the clinical representative. The patient reported procedural pain (B)(6) 2020. On (B)(6) 2020, patient reported feeling pain relief from the device on one side. On (B)(6) 2020, the patient was instructed to increase the device power index to improve pain relief on the side not receiving therapy. The clinical representative scheduled reprogramming with the patient for (B)(6) 2020. On (B)(6) 2020, the patient reported experiencing unanticipated stimulation while asleep that woke her. The clinical representative advised the patient to lower the power index of the waa. Clinical representative stated that stimulators can sometimes be pressed closer to the nerve by applying pressure to the back by laying down or sleeping, causing an increased sensation when therapy is delivered. At this time, the patient was receiving adequate pain relief and wished to continue with the trial. On the evening of (B)(6) 2020, patient left a message with the clinical representative requesting removal of the stimulators. In the voice message, the patient stated experiencing overstimulation. When the clinical representative followed up with the patient, the patient stated she had scheduled explant for (B)(6) 2020. The clinical representative instructed patient to not power on the waa prior to the removal procedure. On (B)(6) 2020, the clinical representative met with the patient and implanting clinician for trial removal. The patient was uncomfortable during the trial removal procedure, but no complications arose during explant. No anesthetic was used for the removal of the trial stimulators, as this is not common practice. Per product specification and material properties, the maximum electrical current that can be delivered by the system is 12.7 ma. When the patient reported not receiving therapy from the device on one side, patient was instructed to increase therapy to electric current settings of 3.0 ma. When the patient reported increased stimulation sensation at this setting, patient was instructed to decrease therapy to an electric current of 0.8ma. The patient experienced the issue following this adjustment and was instructed to power off the waa. When the waa is powered off and/or disconnected, the implanted stimulator is inert, as it does not contain a power source. On (B)(6) 2020, both waas (sn (B)(4) and sn (B)(4)) were investigated under (B)(4), respectively. Investigation of the waas were unable to replicate the alleged issue, and no nonconformances were found. Operation of the waas were found to be within specification range. The root cause of the complaint could not be attributed to device failure, the inability of the device to meet performance or safety specifications, or nonconformance to physical or functional device specifications. Unintended stimulation is a known adverse event of the scs stimulators. The technology is designed to provide a maximum therapeutic current of 12.7 ma which is not lethal. The root cause of the increased stimulation sensation may have been caused by powering on the device while lying down, stimulator placement by the implanting clinician, or patient physiology. Corrective action is not required to remedy the root cause of the complaint, as the device did not fail to meet performance or safety specifications. Stimwave has confirmed that the issue is a known adverse event, reduced as far as possible, and documented in stimwave's risk management files. Stimwave was in contact with the clinical representative from (B)(6) 2020, onward regarding the complaint and the root cause investigation. In compliance with medical device reporting requirements and responsibilities, stimwave quality and its chief medical officer have determined that this issue is considered reportable, as the event may have cause or contributed to an injury.

Event description:
Stimwave quality has investigated the details regarding a complaint of unintended stimulation reported to stimwave on (B)(6) 2020, by clinical representative. A notice from the FDA (mw5092416) was received on february 4, 2020 additionally referencing this complaint.